Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately high in comparison to her feelings or normal results and in addition that the meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began on (B)(6) 2016, at 02:21am, when she got a reading of 172mg/dl on the subject meter which she felt was inaccurately high. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes with an insulin pump and increased her insulin dose throughout the day of (B)(6) 2016 in response to the alleged issue. The patient reported that at 02:41pm on (B)(6) 2016 she developed symptoms of mass confusion and perspiration. The patient reported that at 04:17pm on (B)(6) 2016 she obtained a result of 160mg/dl on the subject meter and then with a different vial of test strips, a result of 25mg/dl at 04:22pm, after which she self-treated herself with 5 glucose tablets. The patient reported that at 05:03pm on (B)(6) 2016 she obtained a result of 76mg/dl on the subject meter and then, with a different vial of test strips, a result of 233mg/dl at 05:04pm. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. The patient did not have control solution available at the time of troubleshooting to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture that than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.